Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/26/2020. Additional information: d10, h6. Additional h3 investigation summary: unopened samples of product code z2017, lot pc6763 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Unopened samples of product code z2017, lot phk023 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch phk023 date of mfg.: 07/24/2019. Expiration date: 06/30/2024, batch pc6763 date of mfg.: 03/19/2019. Expiration date: 02/29/2024. A manufacturing record evaluation was performed for the finished device phk023 batch number, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device pc6763 batch number, and no non-conformance's were identified. Additional information was requested and the following was obtained: phk023 + pc6763 please clarify which is the correct one? Both lot numbers were returned for analysis by the hospital. How many of the total quantity were actually involved for reported issue? What is the name of the procedure? What was used to complete the procedure? What tissue was being approximated or sutured when it broke. No additional info provided, no patient consequence mentioned.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and suture was used. Suture broke. No patient consequence reported.